Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, and found the mechanical operation of the catheter peeling/ slitting/splitting showed a spiral slit(technique issue). The slitter was not returned, therefore the condition is unknown. The mechanical operation of the catheter was damaged as stress cracking was visible on the shaft and the shaft was kinked at 11.5 and 22.5cm (from handle). A visual summary analysis of the lead indicated damage during use at the procedure.

Event description:
It was reported that during the implant procedure, the physician found the delivery catheter could hardly be slit and caused the lead to dislodge while slitting the delivery catheter. The delivery catheter was replaced and the lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.